Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead was exhibiting oversensing noise. No changes or intervention was performed. There were no patient consequences.